Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (b)(46) 2015 with the following findings: during investigation, all the keypad button symbols were worn. The contrast button was unresponsive; the up, down and ok buttons responded intermittently. The keypad was removed and there was contamination present under all the button contacts. The up, down and ok button contact spring backs were observed to be inverted. Additionally, the display appeared to be dim and discolored.